Event description:
It was reported that this implantable pacemaker exhibited undersensing on the right ventricle (rv) channel. Technical services (ts) suggested evaluation in clinic and considering a chest x-ray for lead position. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Good faith effort has been sent to retrieve additional information about the event. If additional information is received, a supplemental report will be filed.